Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
Global pharmacovigilance sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2011. Customer reported several instances, in (B)(6) 2011 (exact date unknown), that the patient reported "that during priming the fluid would be leaking out of the patient line." It was unknown whether there was a drug exposure to the pd solution. No further information was obtained. Product surveillance contacted the nurse on (B)(6) 2011 and the patient has been completing therapy successfully since then. She had asked the patient one time during their visit how their therapy had been going and they mentioned that sometimes solution leaks out of the patient line while it was in the organizer during prime. The patient reported a small puddle of solution like the size of a silver dollar underneath the organizer from the patient line dripping. He continued with therapy and the nurse informed him about the proper procedure when the supplies is compromised in such an instance as the one he reported. He did not report anything unusual with any of the previous supplies. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.